Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the monopolar curved scissors (mcs) tip was bent and could not be removed from the cannula. The customer removed the instrument with cannula together. In addition, the tip cover accessory slipped from the mcs instrument, and orange surface was visible. The customer used a backup mcs instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not perform port incision enlargement to remove the instrument. No arcing was observed. The instrument did not collide with any other instrument or tool during the procedure. The mcs tip cover accessory will not be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover accessory involved with the complaint to perform failure analysis. A return material authorization (RMA) is not issued to have the tip cover accessory return as the customer indicated that it is not available for return. Although the complaint was not confirmed by failure analysis since the tip cover accessory was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi received the monopolar curved scissors (mcs) instrument used with the tip cover to perform failure analysis. The instrument was analyzed and found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. Review of the provided image is consistent with the alleged complaint: the tip of the mcs instrument was bent. In addition, the tip cover accessory slipped off the mcs instrument, and the orange surface was visible.